Manufacturer narrative:
No device associated with this report was received for examination. The provided explant photograph was reviewed by commercialized product development. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). With the information provided, the root cause of post-operative loosening and subsequent subsidence cannot be definitively determined. (B)(4) has been undertaken to investigate attune postoperative loosening further. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, subsidence and tibial loosening at the cement/implant interface. Depuy cement was used.

Manufacturer narrative:
The received device was forwarded to commercialized product development for evaluation. With the information provided, tibial loosening at the cement/implant interface can be confirmed, but the actual root cause cannot be definitively identified. (B)(4) has been undertaken to investigate attune postoperative loosening further. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary